Manufacturer narrative:
Investigations: visual inspection: the visual inspection detected the following: bloody delivery liquid. Both valves slightly deformed. Bloody deposits in the control reservoir. The prosa and progav valve housing were subsequently measured and confirmed the presence of a deformation. The housing deformation measured: prosa: - 0.061 mm, outside the tolerance of 0 ± 0.02 mm. Progav: - 0.040 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that both valves and the reservoir are permeable. Bloody liquid and deposits were flushed out. Computer controlled test: the results show that the progav is operating within the accepted tolerance in the horizontal position. The prosa 2.0 is operating not within the specified tolerances in the vertical position. An accelerated outflow was detected. Adjustment test: the prosa and the progav were tested and are not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake functions are operational, however the braking force cannot be measured due to the non-adjustability of the valves. Internal inspection: after dismantling of the valves, deposits were found in both valves results: for the sake of thoroughness and transparency, we would like to point out that an adjustment test and permeability test were already carried out after the revision at the hospital. Based on our investigation results, we have determined that there was an accelerated outflow oft he prosa and a non- adjustability of the valves at the time of our investigation. Detected deposits were the cause of the malfunction. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. The cause of the deformation of the outer housing of progav and prosa could not be determined through our investigation. Significant outside pressure, for example by too much force from the adjustment tool or by a fall or impact to the head of the patient, can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa shunt system (part # fv770t) was implanted during a procedure performed on (B)(6) 2018. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 183 centimeters (cm). Weight: (B)(6). Gender: male.